Event description:
Device 2 of 2: reference MFR report # 1627487-2019-03863.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 1627487-2019-03863. It was reported that patient had high impedances on contacts 2 and 8. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the extension was explanted and replaced, and an additional lead was added at t5 to improve coverage. The ipg was also electively replaced during the procedure. Effective therapy was restored postoperatively.